Manufacturer narrative:
The device was returned to olympus for inspection, where the kinked needle was observed. A root cause for the needle kink could not be identified. Based on the results of the investigation, the most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the single use asipiration needle exhibited a kinked needle at the boot (handle section). There was no patient involvement.